Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt has not been seen for control/fitting since (B)(6) 2011. During his most recent appointment it was seen that the pt no longer has any access to sound. Testing showed all channels with status hi.